Event description:
It was reported that the device was intermittently not booting up and it would power off when placed on its face. The unit failed during pt use; however, it was not being used to deliver therapy, and there was no adverse effect to the pt as result of device use.

Manufacturer narrative:
(B) (4): a physio-control field service representative initially evaluated the device and verified the reported intermittent failure. The device was returned to physio-control's failure analysis center for further evaluation. Physio-control further evaluated the device; however, the reported intermittent failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.